Manufacturer narrative:
The preventative maintenance (pm) was completed by an intuitive surgical, inc. (Isi) field service engineer (fse). The fse found that the carriage on the universal surgical manipulator 3 (usm 3) had up-and-down free play of about 2mm. Usm 3 was also triggering an 1126 error for low fiber. Usm 1 was making a clicking noise when lightly pushing up on the carriage like usm 3, but not with the same free play in it. The fse replaced usms 1 and 3. The system then passed all dte tests and inspections. Fse also replaced the armrest on the surgeon side console 2 (ssc 2) due to wear spots and damage. The system was tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis (fa). Usm 1 was tested on an in-house system in normal mode and was noted to have a noisy insertion. The unit was also tested on a patient side cart fixture test platform (pftp) and during the sine cycle it was noted that the cause of the noisy insertion was a wavy rolling loop. Usm 3 was tested on an in-house system in normal mode and it triggered an error 1126. After reviewing the error logs, the 1126 error was confirmed pointing to a communication issue between the axes controller, arm (aca) and axes controller, motor (acm). The unit was also tested on a pftp where the fiber test failed the due to the clock spring. During manual inspection, the carriage was found loose, making a clicking noise when it was moved up and down. The fse findings were confirmed based on failure analysis.

Event description:
During preventative maintenance, the field service engineer (fse) identified that the carriage on the universal surgical manipulator 3 (usm 3) had up-and-down free play of about 2mm. Usm 3 was also triggering an 1126 error for low fiber. Usm 1 was making a clicking noise when lightly pushing up on the carriage like usm 3, but not with the same free play in it. There was no report of patient involvement.